Event description:
Information was received that the rod was fractured and required a revision surgery to replace with a new rod. No further adverse patient impact was reported and no injury or harm was reported in relation to the reported event. No further information is available.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. Device has not been returned.

Event description:
Information received specified that the rod was fractured between the housing and caudal anchors.

Event description:
Additional information has been received that the surgeon noted metallosis during removal of the rod.

Manufacturer narrative:
Corrected data: a2, d6a additional data: b5, h6 (health effect - clinical code), h10 no objective evidence has been provided, therefore, the reported metallosis was unable to be confirmed.

Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: upon return, visual inspection confirmed the rod was broken at a solid section at the end of the housing tube. The work order was reviewed and the rod met manufacturing assembly specifications; therefore, it can be concluded that the breakage did not relate to any manufacturing processes or material issues/failures. The solid section being broken indicates the type of breakage that can be a result of excess stress that is applied to the rod as a result of the patient¿s daily activities and unique anatomical structure. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections prior to shipment.